Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b5, d1, d2, d4, d6b,h4, h6.

Event description:
Sales representative reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, 1 opening assessed, as unidentified (tear) opening. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Sales representative reported, right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales representative reported "rupture". This record is for unknown side. Device remains implanted.